Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 5. The home patient (hp) stated that he was still connected to machine. The technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm, assisted to disconnect and remove cassette and advised to contact the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that he did not disconnect and the setup was fine. The hp resumed therapy using new supplies. The hp had not contacted his nurse regarding the alarm. No patient injury or medical intervention was reported.